Event description:
Philips received a complaint by the biomedical (biomed) engineer on the v60 indicating that the power supply was not working, and the device was not operating on alternating current (ac) power or charging the battery. It was reported that there was no patient involvement at the time the issue was discovered. The biomed was not getting the 24 dc volts from the power supply going into the pm pcba. The remote service engineer (rse) assisted the biomed with troubleshooting the device, and it was confirmed that the 120 ac volts were going into the power supply. The rse recommended that the biomed should replace the power supply. The rse also advised the biomed to confirm that the power cord and power supply were functional and provided the biomed with the part number and price of the power supply for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.